Manufacturer narrative:
Insulin pump alarmed during the prime test due to a protruded/loose drive support disk. Missing end cap sticker, cracked display window, cracked battery tube threads, cracked reservoir tube, cracked reservoir tube lip and a scratched lcd window noted.

Event description:
It was reported that the customer's insulin pump alarmed and the drive support cap was sticking out. It was also reported that the end cap sticker was missing. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.